Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking PICC is confirmed, but the cause of the event remains unknown. The device returned was one 3 fr single lumen powerpicc sv. Visual observation found adhesive residue on the extension leg, and some use residue on and near the extension leg and that the catheter had been cut at the 0-cm depth mark. This depth mark was significantly worn. Use residue was also visible on the long catheter segment. No degradation of the catheter was obvious. Functional testing found that the device leaked when flushing at the hole identified above at the junction of the wings and catheter. The hole was located on the underside of the device. Microscopic evaluation found a very irregular edge at the break at the junction of the wings and catheter, but with rounded projections, instead of sharp or jagged edges. The break surface appeared granular. Whitened material, noticeably thinning, was found at the edges of the hole. A flap of material, thin and translucent, was still attached to the wing. As side stress was applied, the hole would continue to widen. However, when side stress was released, the hole was not visible; the hole was recessed. No deformation or similar damage was found on the opposing side. The damage appears to be contained between the two parting lines on the molded securement wings. The point of the break in the catheter appeared to be recessed somewhat within the securement wings. No internal damage was noted around the hole within the lumen. The concentration of damage on one side of the catheter/bifurcation joint suggests the possibility of degradation due to contact with solvents used on the skin, though no visual evidence of degradation is apparent. It is apparent that stress resulted in the expansion of, if not the creation of, the hole. The initial cause of the hole is unknown, but possible contributing factors include degradation and repeated movement. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The following IFU information may be helpful: ¿when using alcohol or alcohol containing antiseptics with polyurethane piccs, care should be taken to avoid prolonged or excessive contact. Solutions should be allowed to completely dry before applying an occlusive dressing. Chlorhexidine gluconate and/or povidone iodine are the suggested antiseptics to use. Alcohol should not be used to lock, soak or declot polyurethane catheters because alcohol is known to degrade polyurethane catheters over time with repeated and prolonged exposure. Acetone and polyethylene glycol containing ointments should not be used with polyurethane catheters, as these may cause failure of the device.¿ the ifus also warn against sharp instrument contact, suturing around the catheter, bending the catheter at sharp angles during implantation, cutting the stylet, etc. The ifus also give specific instructions for the securement procedures using a statlock device and tape strips.

Event description:
It was reported by the facility that leaking was noted on the PICC; it was subsequently exchanged for a new PICC. No harm to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that leaking was noted on the PICC; it was subsequently exchanged for a new PICC. No harm to patient.